Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the reported event date (B)(6) 2020. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used in an endoscopic retrograde cholangiopancreatography (ercp) with stent removal and replacement procedure in (B)(6) 2020. According to the complainant, during the procedure, upon placement of non boston scientific stent in the intrahepatic due to complex hilar stenosis and angulation, the distal 5 cm of the guidewire completely broke off at the junction of the hydrophilic end with the yellow and black stripped coating. There were no patient complications reported as a result of this event.